Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 350 units of insulin during the load sequence. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer that overfilling the cartridge is off label per the tandem user guide. Reportedly, the customer loaded a new cartridge to address the issue. Customer's blood glucose level was 290 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.